Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that a review of the device's arrhythmia logbook at the time of this patient's wound check identified 3-untreated episodes. The device and electrode were exhibiting electrogram noise associated with oversensing. The local representative commented that the distal electrode may be in close proximity to a sternal wire. The device's sense vector had been programmed to secondary and when reprogrammed to alternate, some electrogram noise is still present with manipulation. The issue appears to be resolved when the device is programmed to primary. Ts was informed that during the pre-screening evaluation, the patient failed in primary due to signal amplitude. The local representative was informed that reprogramming in primary may be reasonable since appropriate sensing was obtained. The physician may want to consider assessing the vector when the patient's rate is elevated. Additional options include electrode repositioning. The local representative was planning to discuss this further with the physician. Boston scientific received information from the local representative that it was determined through electrode manipulation that the distal electrode is/could be touching one of the sternal closure wires which caused or contributed to the noise and inappropriate sensing. The device's sense vector was reprogrammed to primary and the patient has been scheduled for in-clinic follow-up in one month.